Manufacturer narrative:
This report is for an unknown nail head elements: pfna blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) with (B)(6) proximal femoral nail antirotation (pfna) system for femoral trochanteric fracture, an unknown pfna blade was noted too short for the required blade length based on the unknown guide wire that was inserted for the preparation of blade insertion. Measurement result from the unknown guide wire was 120 mm. However, the maximum length of the blade which the hospital had was 105 mm. The procedure was suspended for around two (2) hours while waiting for the delivery. Fixation of the blade was completed ten (10) minutes after the operation was initiated. According to the sales rep the event was not due to the device, the issue occurred because the blade with the proper length was not prepared. The surgeon commented that it is supposed that the amount of bleeding was larger than usual since the surgery was suspended for almost two hours after surgical incision was made. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1), unknown guide wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) - nail head elements: pfna blade. This is report 1 of 1 for (B)(4).